Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that a husband on the line was saying his wife had pain on the right side and that is the side that their implant is on. They wanted to know if the implant was causing the issue. The husband hung up before being transferred. Troubleshooting called back and was informed patient had pain going down to their hip and above their hip. Patient can hardly stand, sit, or walk without it killing them. Caller tried calling patient's doctor and they were already gone for the day. The issue started about a couple days ago, but it really started hurting today. Patient had no falls or accidents. The patient went to therapy and they have been trying to work around the stimulator. Last thursday at therapy they used like a vibrator and tens. Troubleshooting asked if they have tried turning the stimulation down or off to see if the pain subsides. The caller said they have not tried that. Went to walk caller through how to adjust stimulation and the communicator was dead. Told caller to charge the stimulator for ten minutes and call back so we can walk them through how to adjust the settings. The issue was not resolved through troubleshooting. (Con): additional information was received from the patient. They reported that their device was removed see related (B)(4): device slipped.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.